Event description:
A home patient (hp) using a homechoice (hc) system contacted a technical service representative (tsr) and reported a system error 2084 and a system error 2265. The hp indicated that he had opened the door during dwell 2/4. The tsr cycled power to cler the alarm. The hp will reprime with the catheter closed. The hp will call back when the solution runs out, for help ending therapy. No patient injury or medical intervention was indicated at the time of the initial report.